Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft misplacement, occlusion); incorrect technique/procedure (treating bilateral iliac aneurysms); patient's condition affected effectiveness of device (aortic neck; it was short measuring 7.5 mm in length). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck; it was short measuring 7.5 mm in length); operational context contributed to event (treating bilateral iliac aneurysms).

Event description:
An endurant stent graft system was implanted in the patient for the emergent endovascular treatment of a bilateral iliac aneurysms, left 6.3 cm in diameter and the right 2.4 cm in diameter approximately one month ago. Vessel morphology was reported as the abdominal aorta measured 35 mm in diameter, moderate tortuosity and moderate calcification in the iliac arteries. The proximal aortic neck had no angulation, it was short measuring 7.5 mm in length and 27 mm in diameter at the renal arteries. It was reported that the stent graft was inadvertently implanted slightly higher than intended partially covering one of the renal arteries. The physician implanted a bare metal stent in the renal artery to ensure that the renal artery remained patent. The patient is fine. No clinical sequelae were reported and the patient is fine.